Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4). Description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was charging the ipg frequently. It was also noted that the patient was experiencing pain following a fall. Database analysis showed that the battery discharge and charge profiles revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was charging the ipg frequently. It was also noted that the patient was experiencing pain following a fall. Database analysis showed that the battery discharge and charge profiles revealed no anomalies. The patient will undergo a revision procedure.